Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after 12 days of wear, and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as ¿eyes going away from there position, can't cooperate in having anything¿ and fatigue. Customer was unable to self-treat requiring third-party treatment from their daughter of fruit juice and glucose gel (oral). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after 12 days of wear, and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as ¿eyes going away from there position, can't cooperate in having anything¿ and fatigue. Customer was unable to self-treat requiring third-party treatment from their daughter of fruit juice and glucose gel (oral). There was no report of death or permanent injury associated with this event.